Event description:
Customer reported, the insulin pump screen froze a couple of times. Customer stated, she just removed battery and the insulin pump alarmed button error. Customer's blood glucose was low 64 mg/dl, treated with three glucose tablets. Customer only recalls the two frozen display events that occurred prior to button error alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window and scratched case noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.